Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump, blank display, exposed to moisture, keypad/button unresponsive error. The event involved product(s) mmt-1884. The customer reported that the pump was exposed to moisture but there was no visible fluid in it. The troubleshooting was performed, but the issue was unresolved. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display and a partially broken retainer ring. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Unable to lock test p-cap into reservoir compartment during testing due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, cracked case (battery tube), keypad overlay texture damage and label damage (serial number label stained and fading). Flashing white display was confirmed during analysis due to moisture damage on pcba 1 [and pcba 2]. Partially broken retainer ring damage was confirmed. Unable to lock into place was confirmed due to a partially broken retainer ring. Cosmetic damage was confirmed at the keypad overlay. Unable to confirm unresponsive keypad due to the flashing white display. Blank display was not confirmed. Exposure to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.